Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with the post-op complication of mild brisk capillary refill. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6) : on (B)(6) 2018, patient underwent bilateral augmentation mastopexy using a wise pattern-superomedial pedicle incision. Two pieces of galashape (galaflex 3d) were used. On (B)(6) 2018, brisk capillary refill (mild), in the area of the bilateral areolar complexes was reported. Patient was treated with medication (nitrobid). Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the reported brisk capillary refill (mild) is likely related to the device and serious.